Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿medium and a hemostatic valve separation occurred. After transseptal puncture with a fixed sheath, the already irrigated carto vizigo¿ 8.5f bi-directional guiding sheath ¿medium was advanced into the left atrium via a guide wire. A syringe aspiration was performed via the sheath to confirm the position of the sheath in the left atrium. It was noticed that air could be aspirated through the valve of the sheath. The patient's breathing also drew air through the valve toward the sheath. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿medium was immediately retracted into the patient's right atrium to prevent air embolism. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿medium was removed from the patient and replaced with a new one and the procedure was completed without further problems. Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Bwi then conducted a visual inspection and a functional test of the side port. Visual analysis of the returned sample revealed a reddish material in the hub area. No other damage was observed on the carto vizigo¿ 8.5f bi-directional guiding sheath ¿medium. The returned sample was connected to a syringe with water and no leakage was observed. Then the irrigation test of the side port was performed, and no issues were observed. The customer also provided a picture of the complaint device to aid in the investigation. According to the picture sent by the customer, the issue reported could be confirmed; however, the analysis performed could not recreate the conditions in which the valve had the leakage. The root cause could not be confirmed from the picture provided. Although no product defect was identified from the physical product evaluation, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. A device history record was performed, and no internal action related to the reported complaint were identified. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 30-nov-2022, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #(B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿medium and a hemostatic valve separation occurred. After transseptal puncture with a fixed sheath, the already irrigated carto vizigo¿ 8.5f bi-directional guiding sheath ¿medium was advanced into the left atrium via a guide wire. A syringe aspiration was performed via the sheath to confirm the position of the sheath in the left atrium. It was noticed that air could be aspirated through the valve of the sheath. The patient's breathing also drew air through the valve toward the sheath. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿medium was immediately retracted into the patient's right atrium to prevent air embolism. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿medium was removed from the patient and replaced with a new one and the procedure was completed without further problems. There was no blood leaked from the carto vizigo¿ 8.5f bi-directional guiding sheath ¿medium during this incident, nor did aspirated air enter the patient's circulation. No medical intervention required as there was no patient consequence. The patient did not exhibit any neurological symptoms since the procedure was completed.

Manufacturer narrative:
The product has not returned for analysis, however, a picture(s) were provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Note: the event date is unknown. As a result, the 1st day of the year has been entered as the event date . If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).